Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision or double vision. Additional information received and stated that cavity of the iol got bigger post operatively nearly after 10 days, the consumer was believed that the iol was deformed. Additional information has been received and stated that, the patient had mild scratchy, foreign body sensation, halos getting worse, eyes red and watery, glare, streaks of light and had posterior capsule opacification. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information provided in b.5., h.3., and h.10. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. A product evaluation could not be conducted because the lens remains in the eye. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the patient had done posterior capsulotomy. Additional information has been received and stated that, the patient experienced halos. The patient also had posterior capsule opacification.